Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported to the physician. On (B)(6) 2022, the initial result was 45 pg/ml. On (B)(6) 2022, the first repeat result at 9:04 was 5.34 pg/ml. The second repeat result at 9:04 was 4.86 pg/ml. The reagent lot number is 56640902 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 had signal counts that were within expectations the qcs were within the specified ranges on the day of the event. The pre-analytical data were requested but not provided. The analyzer's camera was not switched on. The calibration and qc data do not point to a reagent or instrument problem; a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation analyzed the instrument files and determined that the event was caused by a sample quality issue.